Manufacturer narrative:
(B)(4).

Event description:
It was reported that during service, a review of the diagnostic log indicates a loss of gas supply occurrence. There was no reported patient involvement.